Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the two devices was on critical override. A technical support specialist updated the station's time to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had two devices on critical override. The customer reported that the user was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.